Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Output signal evaluation under nominal conations found all pacing parameters within normal range. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported event. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the implant procedure, loss of pacing output was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.